Event description:
Customer reported high device results (300s - 400s mg/dl). Customer called the doctor. Doctor sent pills to the customer to take. Customer took pills at night and in the morning. Device still = in the 400s mg/dl. Customer started feeling disoriented and shaky. Device = 391 mg/dl. Someone took customer to the doctor and doctor device = 76 mg/dl about 2.5 hours later. No controls were used. A request was made for return product and replacement product was sent.